Manufacturer narrative:
The concerned medical device was received by the manufacturer. The lot-no. Of the product is "ah41" and the production month and year are january 2002. The investigation and root cause determination was started and is currently still ongoing.

Manufacturer narrative:
The concerned medical device was received by the manufacturer, but due to human error it was repaired before a thorough physical investigation could be completed. A determination of the most probable root cause was based on the product photo provided by the user, the incident description, the knowledge from investigations of previous similar incidents and trend analysis. On the photo of the affected clickline forceps it is visible that one of the small rivets is missing on the hinge/joint of the forceps. Based on the photo, the information and the results from a previous investigation of a similar incident, it can be concluded that the rivet has sheared off due to a mechanical overload. This could potentially have been caused when tissue was gripped too strongly. In addition, the product was manufactured in 2002, so a material fatigue/weakness coming from the long time of usage could possibly also have contributed to the shearing of the rivet. The instruction manual of the product includes the following safety-relevant information: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original positions." "Limits of reprocessing the end of the product's service life is largely determined by wear, reprocessing methonds, the chemicals used and any damage resulting from use." "Warning: risk of injury: incorrectly assembled and damaged instruments can lead to injuries to the patient. Instruments and all the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage and in full working order and have no unintentional raw surfaces, harp corners, burred edges or projecting parts. Care must be taken not to leave missing or broken-off components inside the patient."

Manufacturer narrative:
Karl storz was informed about an event with a clickline forceps insert laparoscopic (art.no.: (B)(4), serial/lot-no.: currently unknown, production-date: currently unknown). The concerned medical device and further information have been requested.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): during the operation endo-clinch is defective and malfunctioning and requires replacement (about 6 o'clock). Once the instrument is extracted, a millimeter screw is missing. Intraoperative abdominal x-ray shows dots metallic opacity compatible with a metal foreign body. At the careful exploration the foreign body is not visible, performed numerous washing and suction cycles. Possible permanence of micro foreign metal body and contraindication for magnetic resonance. The incident involved clickline forceps insert in laparoscopic cholecystectomy for acute lithiasic cholecyst. Time of the operation: from 5:05 to 8:15 in emergency. Time of the event: about 6:00 (45-55 minutes from the beginning of the operation). MFR's. Internal complaint # (B)(4).